Event description:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed due to complaint being duplicate of (B)(4) medwatch 3002806535-2023-00111. Given this information, this medwatch will be voided.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2, g1, g3, g6, h1, h2, h6, h10. Upon reassessment of the reported event, it was determined a medwatch report should not have been filed due to complaint being duplicate of (B)(4) medwatch 3002806535-2023-00111. Given this information, this medwatch will be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - item#: 30103608, lot#: 65454505, item name: g7 vit e neutral lnr 36mm h item#: 010000668, lot#: r7313004a, item name: g7 pps ltd acet shell 62h item#: 51-103150, lot#: 7198025, item name: tprlc 133 t1 pps so 15x150mm g2 ¿ foreign ¿ netherlands. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent repositioning with anesthesia due to dislocation about four (4) months after initial surgery. No additional complications reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.